Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device battery fault was due to a defective pneumatic block and internal battery. The pneumatic block and internal battery were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's battery was depleting at a faster rate than expected. There was no patient injury reported as a result of this incident.